Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, product type: recharger. Product ID: ne u_unknown_lead, serial# product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4)

Event description:
Additional information reported the device was replaced and the event resolved without sequelae (B)(6) 2014. The device was interrogated and noted as having an empty battery. The etiology was noted as subject usability issues. The patient had cognitive difficulties with recharging. The event was related to the device or therapy and not related to the implant procedure.

Event description:
It was reported that the patient was having problems with recharging. It was noted that the event resulted in in-patient hospitalization. Additional information received reported that the patient¿s parkinson¿s symptoms increased.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: n EU_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).